Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver turned off without turning it off. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).